Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the implant did not function at switch on. The doctor found that the implant cable had been cut during the implantation surgery. The patient was re-implanted in 2007.